Manufacturer narrative:
Concomitant medical products: product ID: 8709sc , serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump. It was reported the catheter was accidentally cut while performing back surgery. There was no factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed. Surgical intervention occurred as a catheter revision was performed. The issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. The event date was (B)(6)2020. No further complications were reported.